Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the ICU after 8 hours of use, both the brown and blue luer hubs were found separated. As a result, a new kit was opened and used to successfully complete the procedure. There was no reported delay, death, or complications to the pt as a result of this occurrence.